Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was operating in safety mode, which permanently limits device function. It was also stated that this patient exhibited a visible twitching suspected to be due to diaphragmatic stimulation. Subsequently, this product was explanted and replaced. This product has not been returned for analysis. No additional adverse patient effects were reported.